Manufacturer narrative:
Device evaluation results: the investigation has been completed. Duplication testing was performed, and no failure was identified related to the reported issue. The information will be used for tracking and trending purposes. Failure investigation results: failure investigation results: tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) displayed as "low" on cgm. Bg cause was not known. Customer consumed glucose tablets to address bg. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management.